Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Patient suffered from a mandible fracture and was in the o.r. For surgery on (B)(6) 2012. Surgeon was using imf screws to wire the patients jaw shut. Two of the screws broke as they were being inserted, the bottom of each screw sheared off. About three fourths of both screws were retrieved, but the other one fourth of each screw remained implanted in the patient. Surgeon attempted to retrieve the other parts but was unsuccessful. Total of six screws were implanted in the patient, but the two broken ones were useless. This is 1 of 2 reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The screw is broken at the tip. The remainder of the screw is in fair condition. Visual examination is consistent with the complaint. All relevant features could not be checked and there were no issues found during dimensional analysis on features that could be inspected. Review of manufacturing records could not be performed as no lot number was available. No radiographs or information relating to the patients bone density were provided for this complaint. Inserting screws into dense cortical bone or coming into a contact with a tooth root can result in increased insertion torque and cause screw failure. For this reason, the imf screw set technique guide suggests pre-drilling dense cortical bone and taking care to avoid the tooth roots. The screw is made of extra hard 316l stainless steel for its superior strength properties as compared to titanium or other grades of stainless steel, and it was designed to exceed the maximum expected insertion torque by a factor of 1.5.